Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 years after the dental implant and abutment were placed, the implant lost osseointegration in type iii bone. Clinician reports deficient nutrition, smoking, pain and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 years after the dental implant and abutment were placed, the implant lost osseointegration in type iii bone. Clinician reports deficient nutrition, smoking, pain and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.